Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Expired test strips returned for evaluation - unable to test. Control solution not returned for evaluation. Most likely underlying root cause: mlc-43- environmental testing conditions. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high control test results. The customer is concerned with tests results from control test results obtained of 70 and 76 mg/dl using level one control solution (range of 25 - 55 mg/dl), and 146 and 151 mg/dl using level two solution (range of 101 - 137 mg/dl). Customer stated he had performed the control tests correctly. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call a back to back blood test was not performed by the customer and declined to perform a control test during the call. The product is stored according to specification in the customer's desk. The test strip lot manufacturer's expiration date is 04/23/2019 and open vial date is (B)(6) 2019. The meter memory was not reviewed for previous test result history.